Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure of an aneurysm, the orbit mini complex fill 3x6 coil (637mf0306/15375916) had positioning difficulty-poor conformability. Additionally, shape was not good, and withdrew it into deliver system to implant again, but this time the coil cannot be implanted completely. During the multiple attempts to position the coil, no additional force was utilized at any time. During repositioning, the coil was not left in the aneurysm while the microcatheter was repositioned. After the product was removed from the patient, the device was not damages (the coil- unraveled/stretched, kink, bend, fracture separated, etc or delivery system-fracture, separated, kink, bend, etc), and the coil remained attached to the delivery system. The product was withdrawn and changed to another one to complete the procedure.

Manufacturer narrative:
During a coil embolization procedure of an aneurysm, the orbit mini complex fill 3x6 coil ((B)(4)) had positioning difficulty-poor conformability. Additionally, the shape was not good and when it was withdrawn into the delivery system to implant again, the coil cannot be implanted completely. During the multiple attempts to position the coil, no additional force was utilized at any time. During repositioning, the coil was not left in the aneurysm while the microcatheter was repositioned. After the product was removed from the patient with the coil remaining attached to the delivery system. The device was not damaged; the coil was not unraveled/stretched, kink, bend, fracture separated, etc and there were no damages to the delivery system. The product was withdrawn and changed to another one to complete the procedure. A non-sterile orbit mini complex fill 3x6 was received coiled inside a plastic bag. The hypotube was inspected and no damages were found on it. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope through the introducer; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as coil positioning difficulty could not be evaluated. The cause of the coil stretched could not be conclusively determined; however, it was reported that it was not stretched after removal from the patient; therefore, it appears to have occurred post procedural use. With review of the analysis and the device history records review, there is no indication of any device manufacturing issues related to the event. Vessel/aneurysm size and characteristics and device size selection may have contributed to the event. Neither the analysis nor the DHR suggests a relationship to any manufacturing issues; therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside a plastic bag. The hypotube was inspected and no damages were found on it. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope through the introducer; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil' positioning difficulty could not be evaluated. The cause of the coil stretched could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.